Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-2371 low-profile ac repair system had an issue. The device was initially used on (B)(6) 2021 during an ac shoulder joint reconstruction, no issues were reported and the procedure was completed successfully with no impact to the patient. The patient had a few month of physical therapy, and 2-3 months post operatively he noticed the clavicle started to rise again. The doctor scheduled x-rays, the clavicle was raised again, the 2 buttons had come undone, and the device had lost all tension. A revision surgery was performed by the same surgeon (who performed the first surgery) on (B)(6) 2022, and it was found that the suture between the two buttons had broken. They pulled out the clavicle button and they left the second button which was seated underneath the coracoid in the patient. The doctor did not want to use the same system, so he used new sutures ( ar-7237, lot number unknown, and another product from a competitor) and a graft, and tied the graft to the clavicle with the new sutures. The procedure was completed successfully with no further impact to the patient.